Event description:
It was reported the insulin pump was beeping. Customer turned off alert features: blood glucose warning, boluses missed alarm, and alarm clock. Customer called again and stated the device continued to beep. Functions were checked again and blood glucose warning was still on. Customer turned off the function. Customer called again and stated beeping persisted. Customer was advised to change battery and reservoir. Customer called again and stated the device continued to beep. Customer's blood glucose was 9mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.